Event description:
A malfunction was reported in tandem source, identified as malf 12, indicating an issue with the pump. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was provided pump reset information by cts and assisted with resetting the pump. The pump was instructed to be put into storage mode and returned using a prepaid label. The customer will use mdi as a backup therapy to ensure uninterrupted insulin delivery.